Event description:
Customer alleged the leg bent outward. No injury alleged.

Manufacturer narrative:
The dealer stated that the consumer sat on the 96-2 shower chair and the leg bent outward. The consumers weight is unknown. The 96-2 shower chair has a weight limitation of (B)(6). The operating instructions for the 96-2 shower chair states the following warnings on page 1, "all four leg tips must be in contact with shower/tub floor at all times. Always inspect the shower chair to ensure that it is properly positioned and stable before using. Do not use if shower chair is wobbly or unstable. Always observe the weight limit on the labeling of your product. Check that all labels are present and legible. Replace if necessary".